Event description:
It was reported by service report that the motion interrupt pan was broken and hanging down on the head end and the main power cord insulation was torn and exposing bare wires. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Motion interrupt pan.